Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield triad skull clamp (a1108) does not hold position. The issue was detected during the intervention, but the procedure concluded regularly, and the surgery was performed with the same device, since they noticed the defect almost at the end of the surgery. There was no increased surgery time and no patient injury.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11 the mayfield triad skull clamp (a1108) was returned for evaluation: failure analysis - the inspection of the skull clamp shows it has rotational movement in its swivel lock assembly, and it cannot be closed properly. For the adjustment of the lock assembly, new components need to be added to replace worn internal parts, and the floating ratchet to adjust the lock, spring, round head screw and the worn washers need to be replaced. Additionally, the movement shown in the customer provided video appear to be due to the base unit moving, not the skull clamp. To resolve the issues, the skull clamp¿s internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test, and it meets manufacturer's specifications. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine use and wear. There was rotational movement in the swivel lock assembly, and it could not be closed properly; the unit also needed replacement of worn internal parts. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.